Event description:
The manufacturer received information alleging the ventilator was inoperable. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
It was previously reported: the manufacturer received information alleging the ventilator was inoperable. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. Additional information received: the device was reported to have been received at the manufacturer's service center on 25 june 2025. The device was determined on 11 february 2026, to be irreparable and the customer advised. A final report is being submitted. If new information becomes available a follow up/supplemental report will be completed.